Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms it was reported that the patient had an infection after the last revision surgery performed on (B)(6) 2020. The revision surgery performed was a 2 stage revision. The patient currently has cement spacers implanted and antibiotics, the second stage revision date is still unknown. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an infection after the last revision surgery performed on (B)(6) 2020. The revision surgery performed was a 2 stage revision. The actual date of the revision is unknown but the complication took place in (B)(6) 2020. The patient currently have cement spacers implanted and antibiotics, the second stage revision date is still unknown.